Event description:
It was reported that a 49-year-old female patient underwent a primary breast augmentation surgery with 300cc mentor memorygel breast implants. Post-operatively, the patient experienced chronic fatigue, brain fog, memory loss, muscle weakness, premature aging, body inflammation, poor sleep, dry eyes, worsening vision, asteroid hyalosis, hashimoto¿s disease, pelvic floor prolapse, low libido, slow wound healing, easy bruising, difficulty swallowing, digestive issues, gas, constipation, diarrhea, longer flu, longer colds, skin rashes, eczema, frequent urination, arthritis in the hips and thumbs, spinal degeneration, hearing loss, unspecified auto-immune symptoms, hot, shooting pains in the right breast, and blepharitis. Magnetic resonance imaging confirmed mild to moderate lumbar hyperlordosis, lower lumbar scoliosis, multilevel degenerative disc disease of the lumbar, and benign appearing intraspinal meningoceles in the upper sacral region. However, no official diagnosis of auto-immune disease was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-10737 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 20, 2023, mentor received additional information. Mentor became aware that the patient underwent magnetic resonance imaging that identified possible bilateral rupture of both prostheses. Manufacturer¿s reference number: (B)(4).